Event description:
It was reported that during the procedure in the mildly tortuous mid left anterior descending artery via femoral access, pre-dilatation was performed and a 3.5x18 rx xience prime stent system was advanced to the target site without resistance. The stent was deployed at 15 atmospheres. A distal edge dissection was noted; therefore, a 3.0x15 xience prime stent was deployed to cover the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.